Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 360 mg/dl and 105 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer received erroneous troponin t results for one patient sample. Initial troponin t result was 0.204 ng/ml. The result was accompanied by a data flag indicating result was above expected value range. The sample was manually repeated (on same analyzer), which was the policy for high troponin t results at this account. The first repeat was <0.010 and second repeat was 0.011 ng/ml. According to the customer, no troponin t result was released, patient was not affected. Troponin t reagent lot # was 157219. The field service representative did not find a cause. No remedial actions were taken. Performance tests were performed which were acceptable.

Manufacturer narrative:
(B) (4). Customer returned meter (B) (4) for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter's memory. This is a final report.